Event description:
The device was implanted in rptr's lower back to facilitate a spinal fusion. He believed that this would solve the back problems he had been experiencing (a previous operation to remove a ruptured disk.) He has been in constant pain and has been taking vicodin, flexeril, soma, and dolobid for pain and inflammation. He has days, weeks and months of limited movement and pain. His right leg and buttocks are numb and often "given out" when walking. He has fallen a number of times as a result of this condition. It has been suggested by his neurologist that he has the device removed from his back. He is reluctant to undergo another operation due to his diabetic condition. He is also concerned about the amount of medication he takes for pain and how it (medication) may affect his diabetes.